Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/8/2021. H.6. Investigation: one sealed 32g x 4mm pen needle sample and three photographs were returned from lot. No. 0294435, cat. No. 320136. Visual examination was carried out on the returned sample and photographs and a mould blanker was observed in the cover. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The most likely cause of the mould blanker in the cover was at start up where the blanker got over moulded and became dislodged. H3 other text : see h.10.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had mixed product. The following information was provided by the initial reporter : the customer reported that one orange shield pen needle was getting mixed into the polybag.

Manufacturer narrative:
Initial reporter phone# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro had mixed product. The following information was provided by the initial reporter : the customer reported that one orange shield pen needle was getting mixed into the polybag.